Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they went to the healthcare professional (hcp) reported and they could not urinate there. When the patient was able to urinate they found blood in the urine and they had a urinary tract infection (uti). The patient had been on antibiotics and had been drinking water and cranberry juice for the uti. The patient stated she had not had symptom relief since starting the trail. The patient noted she was constantly going and could only sleep a couple of hours at time at night because of the frequent urges. The patient stated she had to pads down on her bed in case of an accident. The patient mentioned they had increased stimulation from 1 to 2 and planned to see if that helped. The patient noted she had an appointment on (B)(6) with their healthcare professional (hcp). Additional information from the patient reported they return the device to the manufacturer representative (rep) on (B)(6). The patient noted that to try and resolve the difficulty voiding, blood in urine, urinary frequency, urinary urgency, and difficult sleeping during the trial they set up a new program. The patient reported the cause of the uti was blood in the urine sample at the urologist office. The patient stated they were diagnosed with a uti on (B)(6) 2016. The patient stated they were not sure if the uti was related to an underlying urinary dysfunction. The patient stated she was not sure if the uti was related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.